Manufacturer narrative:
Evaluation of the suspect arm confirmed the arm will not tighten. A new style vertek arm has been sent to the site for issue resolution.

Event description:
A site representative reported that the navigation system arm cannot be tightened properly. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Replacement device shipped to site for issue resolution. No parts have been received by the manufacturer for analysis.